Event description:
It was reported that during a fistulagram/pta treatment procedure, the synergy balloon dilatation catheter broke proximal to the balloon. Following successful treatment of the 80% stenotic lesion, a break occurred on a segment of the catheter that was inside of the pt, during catheter withdrawal. No portion of the catheter became completely separated. Further withdrawal resulted in the balloon becoming stuck in the 6 fr sheath. The balloon separated from the catheter and lodged in the sheath. No pt injuries or complications were reported. The pt's status was reported as 'fine'.